Manufacturer narrative:
Medwatch sent to FDA on 3/4/2016. The events of infection, "balottable area," inadequate tissue ingrowth and the device being "very difficult to remove" are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event of infection as follows: adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion.

Event description:
Physician reported post seri implant, the right breast developed an infection and required "2 or 3 operations" as intervention. Most recently, the patient presented with a "balottable" area that was excised to show partially incorporated seri underneath. The physician reported the device was "very difficult to remove."